Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient presented in the emergency room following an unknown accident, interrogation of the device was attempted but was unsuccessful. The device was explanted and replaced to resolve the event. The patient was stable. Further information has been requested but has not yet been received.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
The patient presented in the emergency room following a car accident while driving. Interrogation of the device was attempted but was unsuccessful. The device was explanted and replaced to resolve the event. The patient was stable. It was reported that there was no allegation of device malfunction causing or contributing to any adverse patient event.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.